Event description:
A large amount of air was noticed in IV tubing -approximately 3 feet-below the pump and was being pumped towards the pt's IV insertion site. Fluids being infused were 1/2 ns with 10 meq of mag sulfate and 40 meq of kcl with thiamine and folate. The fluids were being infused at a rate of 60 ml/hr. The infusion had been initiated at 2015 and was stopped at 0300 upon discovery. Approximately 405 ml should have been infused but the IV bag indicated approixmately 275 ml had been infused. Inspection of the IV tubing revealed a rough feeling area on the line that was fed through the pumping mechanism and tiny puncture hole-s- were noted. It is presumed air was being sucked into th eline through this hole below the air-in-line sensors of the pump. Equipment involved included a sigma 8000 plus IV infusion pump and b. Braun, b-series primary IV set reference us3485. Equipment was returned to the mfrs for investigation.